Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant, the right atrial (ra) lead helix deployed prior to the lead being handled. The ra lead was implanted and remains in use. No patient complications have been reported as a result of this event.